Manufacturer narrative:
The cusa excel was returned for evaluation: device history record (DHR) - the DHR was reviewed and showed no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint (not working) was confirmed from the evaluation. The technician replaced the transducer, coliform, housing and cable assembly, recalibrated and tested the unit, and all tests passed. Root cause: the transducer, coliform and cable assembly were defective.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MDR report numbers: 3006697299-2020-00105 and 3006697299-2020-00107.

Event description:
This is 2 of 3 reports. A customer reported that the c2602 cusa excel 36khz straight handpiece was not working. There was no known patient injury reported or delay in surgery. Additional information has been requested.